Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and stretched with dried body fluid in the helix housing and tissue entwined in the helix. Testing was completed to assess lead electrical performance. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds, loss of capture, pacing impedance measurements greater than 3000 ohms and shocking impedance measurements greater than 200 ohms. The patient's pacemaker clinic instructed the patient to go to the emergency room where an x-ray identified a lead fracture located near the clavicle. The lead and the associated device were explanted and replaced with a subcutaneous implantable cardioverter defibrillator (sicd) system. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated thresholds, loss of capture, pacing impedance measurements greater than 3000 ohms and shocking impedance measurements greater than 200 ohms. The patient's pacemaker clinic instructed the patient to go to the emergency room where an x-ray identified a lead fracture located near the clavicle. The lead and the associated device were explanted and replaced with a subcutaneous implantable cardioverter defibrillator (sicd) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.